Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of event. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse confirmed that the reported problem was caused by the startup failure of geo ipc and needed to be replaced. Fse replaced the geo ipc to resolve the issue and was returned for analysis. Part analysis indicated that there was missing cmos battery and unplugged front panel in the geometry pc. After the replacement of geo pc, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating geometry movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.